Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons were sticking out and it was harder to push. Customer's blood glucose level was unknown. It was also reported that the insulin pump had low battery alert. The device will not be returned for analysis.